Manufacturer narrative:
Section h10: (h3) the evaluation noted that as reported, this patient present with knee instability and pain. Surgeon decided to revise the poly. The surgery was completed on (B)(6) 2019. The hospital has not released the device. All available information has been received at this time. Instability is a known complication following total knee replacement surgery and is multifactorial in nature. Instability is listed as a potential adverse event associated with total joint replacement surgery in the product IFU (700-096-004). As noted in why are total knee arthroplasties failing today¿has anything changed after 10 years? (Sharkey, p. L. (2014s, september). The journal of arthroplasty, 29), instability is in the top five reasons for that account for approximately 85% of total knee revisions (7.35% of revisions are for instability). Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. (D11) concomitant device(s): - cc tibial insert sz 3, 30mm (cn: 208-23-30, sn: (B)(6)). - logic stem ext 14mm x 25mm (cn: 02-012-60-1425, sn: (B)(6)). - three peg patella 35mm (cn: 200-02-35, sn: (B)(6)). - logic tibial fit tray cem sz 3f / 3t(cn: 02-012-45-3030, sn: (B)(6)). No information provided in the following section(s): a3, a4, a5, b6, b7, d4 (catalog number, serial number, exp date, and UDI number), d6, g5. The following section(s) have additional info; b5, g1, g4, g7, h1, h2, h3, and h7.

Event description:
As reported, this patient present with knee instability and pain. Surgeon decided to revise the poly. The surgery was completed on (B)(6) 2019. The hospital has not released the device. All available information has been received at this time. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Event description:
It was reported that a patient, initial implant dated unknown at this time, complained of pain and instability. Patient tolerated the revision procedure during which the poly was exchanged. Hospital has the removed poly "on hold". All available information at this time is noted.